Event description:
It was reported that noise was observed on the right ventricular lead. The lead was capped and replaced during a device downgrade procedure. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.